Event description:
A (B)(6) female pt with history of varicosities and venous insufficiency, underwent a endovenous laser procedure at (B)(6) which utilized the angiodynamics venacure evlt system. The procedure is performed under the ultrasound guidance and promises no hospital stay, no scarring and no lengthy recovery or side effects. As the laser fiber is pulling back, the ultrasound detects that the fiber has been cut and left inside the pt's vein. The pt is hospitalized, and underwent surgical procedure the next day to retrieve the laser fiber. Pt given general sedation with propofol, and the area was infiltrated with approx 25 mg of lidocaine. The procedure was conducted by removing some sutures existing on a previous incision, which appeared to be very lateral to the location of the foreign body. The incision was then extended approx 3cm. The vein was opened, the foreign material was removed and then the vein was ligated at both ends with 4-0 prolene. The excess fatty tissue was removed. The pathology report cross examination indicates foreign body received is a yellow translucent glass rod that is 2.7 cm in length and less than 0.1 cm in diameter. The pt is released from the hosp after 3 days with an unsightly, painful 5 in incisions scar and leg/angle swelling. Her thigh muscle is deformed and she now faces a lengthy recovery as she attempts to gain full use of her leg.